Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received one trek biopsy cannula with one loaded biopsy ejector rod and one ejector guide for evaluation. Upon visual evaluation, the sample appeared to have blood residue throughout. Under microscopic observations, a crack was noted to the introducer cannula hub. Due to the nature of the complaint, no functional testing was not performed. Therefore, the investigation is confirmed for the identified crack as crack was noted on the introducer cannula hub. However, the investigation is unconfirmed for the reported break as no break was noted on the cannula hub and the investigation is inconclusive for the reported failure to obtain sample as no further functional testing was performed due to the condition of the returned sample. A definitive root cause for the reported failure to obtain sample, reported break and identified crack issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a bone biopsy procedure using trek bone marrow biopsy kit. During the procedure, cannula allegedly broke and audible break heard. Reportedly, there was difficulty to pull aspirate. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a bone biopsy procedure, the cannula allegedly broke and audible break heard. Reportedly, there was difficulty to pull aspirate. There was no reported patient injury.